Event description:
There was a complaint of a display issue with a coaguchek xs meter. The patient stated the screen is very faint and he has to hold it at an angle to see it. A display check was performed and segments are missing from the result field.

Manufacturer narrative:
Initial reporter: occupation is patient/consumer. The meter was requested for investigation.

Manufacturer narrative:
No product is expected to be returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.